Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. It was observed that a fuse was open, thus, the system was unable to obtain power from the battery and the battery could not be charged. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device "goes off when unplugged, will not work at all unless plugged in." It is unknown if an error message and/or audible alarm occurred prior to the unit powering off. No known impact or consequence to patient.